Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: broken smooth on anterior. Base on the device analysis the final assessment is: a smooth broken on anterior assessed as smooth opening.

Event description:
Additionally, device was implanted post expiration date.